Manufacturer narrative:
Exact date unknown, event occurred over a month after being implanted. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration as confirmed through x-ray. The patient was reprogrammed multiple times however, the pain was not recaptured. The patient underwent a revision procedure wherein all devices were replaced and were not returned. The patient was doing well postoperatively.